Event description:
Pt was doing well status post aortic valve replacement and mitral valve replacement. Pt suddenly developed electromechanical dissociation requiring extended CPR including opening the chest. Pt was returned to or after stabilization. Pt developed aystole on maximum inotropic support/iabp with temporary pacing wires. Pt expired after unsuccessful code blue on 3/23/96. Suspect valve failure, probable mitral.